Event description:
It was reported that, during foot and ankle surgery, dressing was changed because the pico device did not work, it stopped working within 2 days of use. The procedure was completed without delay using a smith & nephew back up device. No other complications were reported.

Manufacturer narrative:
Information reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the pump stopped working after 2 days, the loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during foot and ankle surgery, dressing was changed because the pico device did not work, it stopped working within 2 days of use. The procedure was completed without delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.